Manufacturer narrative:
Corrected data: b5.

Event description:
Correction: healthcare professional (hcp) reported a clinical patient was injected in the cheeks bilaterally with 6ml of harmonyca with lidocaine. Approximately two years later, the patient received a repeat treatment with 3.4ml of harmonyca with lidocaine. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4)). This emdr is being submitted for the 2nd injection.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of "broken nose, broken left wrist, and broken left patella", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks bilaterally with 6ml of juvéderm® volite¿. Approximately two years later, the patient received a repeat treatment with 3.4ml of juvéderm® volite¿. Approximately one month later the patient experienced non-device related ¿vomiting, diarrhea.¿ no treatment was provided. The event is ongoing. Four days later, the patient experienced non-device related ¿broken nose, broken left wrist, and broken left patella.¿ the next day the patient was treated with hydromorphone. The events are ongoing. The patient was pre-treated with topical anesthesia. This is the same event and the same patient reported under patient identifier (B)(6). This emdr is being submitted for the 2nd injection.